Event description:
Ligasure handpiece failed during surgery. Manufacturer response for electrosurgical, cutting coagulation accessories, ligasure (per site reporter). This item is ordered by medline so they had to contact covidien. Medline was emailed on [redacted] and they confirmed they notified the vendor on [redacted]. Medline or covidien have not reached out to us for the sample return or further information.